Event description:
Sn- (B)(6)- additional finding's observed during analysis that are unrelated to the reported event.

Manufacturer narrative:
The device was a non-complaint return and was unable to communicate upon receipt. The cause of communication anomaly was due to a high current draw in the hybrid. The cause of the high current was due to hybrid failure. The cause of hybrid anomaly was due to an integrated circuit (ic) failure.